Event description:
It was reported to ge that a pt received a round, red-area burn on his right mid-inner thigh (just below scrotum) and a warm, red area on his left anterior mid thigh. The technologist was using a body coil and doing pelvic scans. The field engineer checked the system and found it to be within ge medical systems specs. No burn or arcing marks were found on the body coil or the coil cable. It appears from the investigation that the event was caused by the unusual creation of a closed conducted loop created by the pt's legs. The pt should be positioned to avoid skin-to-skin contact (or another large area of contact that is hard to control) in the extremities.